Event description:
It was reported that lead was removed from header and at that time the lead connector insulation was damaged. Lead conductor was expose. At lead interrogation, thresholds measurements were good. Lead was suture and added medical adhesive and connected to a new pacemaker, as this patient is elder. No adverse patient effects were reported.